Event description:
There was an allegation of a questionable high elecsys troponin t hs result from the cobas e 801 analytical unit. The initial result was 169 pg/ml. The repeat result was 4.46 pg/ml. The questionable result was not released outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 72574001 with an expiration date of 30-nov-2024. The customer found a small amount of crystals on the tip of the sample needle. The field service engineer found the liquid-level detection line of the sampling needle was broken. He replaced the sampling needle and repeated the sample with results of 4.68 pg/ml and 4.77 pg/ml. The investigation determined the issue was resolved by the service actions.